Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other additional mitraclip referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtr clip delivery system (cds) (90716u254) was advanced and grasping was performed. However, the leaflets were unable to be grasped. The clip was retracted into the left atrium (la) and it was noticed that one of the grippers was not lowering. Troubleshooting was performed, but the issue was unable to be fixed; therefore, the clip was removed. While preparing a second xtr cds (90716u249), it was noticed that the grippers weren¿t sitting flush on the shaft. The decision was made to not use the clip and replace it. A third xtr cds was advanced and implanted without issue, reducing mr to a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis identified gripper line break. The reported difficult grasping and gripper actuation issue could not be replicated in a testing environment as it was related to procedural conditions (operational circumstances) and/or due to the returned condition of the device (observed broken gripper line). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported gripper actuation issue appears to be due to the observed gripper line break; however, a definitive cause for the break cannot be determined. Lastly, the gripper actuation issue contributed to reported positioning failure thus it is related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.